Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported his cycler alarmed with multiple alarms that he could not recall. In response the patient discontinued treatment at an unknown stage. The patient felt very full and had discomfort. He started a new treatment. The patient had drain 0 of 110 ml. Then had a fill of 2001 ml. After his dwell the patient drained 6292 ml. The discomfort resolved. The patient again discontinued treatment and was advised to contact his nurse. The cycler was replaced. During follow up the patient reported he did not need any medical intervention and did not have any lasting injury. He was unable to determine a cause for the large drain. The reported large drain of 6292 ml was 314% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.